Manufacturer narrative:
(B)(4). Completed by manufacturer. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a removal and replacement of an intraocular lens (iol) model za9003 was conducted because of the patient''s anatomy. An incision enlargement was required to remove the lens. The za9003 lens was replaced with an anterior chamber (ac) iol. There was no injury to the patient. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The customer indicated the lens was discarded; however, the lens box was returned. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.